Manufacturer narrative:
The device was not returned for product analysis as it remains with the local sales representative. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that while explaining the function of this new programmer model at a hospital, the touch screen stopped working. No buttons on the screen would respond to finger touches. The pacing system analyzer (psa) application was still showing pacing, with markers and trace visible, but no parameter changes could be made. The programmer was powered down and restarted, but the screen continued to freeze up. The hospital already had an older model programmer, so this new model was kept by the local sales representative to use as a backup. No adverse patient effects were reported.